Manufacturer narrative:
The problem is traced to a component failure. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem is traced to a component failure. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.